Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event rupture and seroma-late was received on june 15, 2020 with lot number 2230350. Analysis of the returned device identified: underweight, broken shell and brown particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. Reason for reoperation: rupture.

Event description:
Patient reported ¿right side rupture" and "seroma". Later confirmed no capsular contracture on this side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late

Event description:
Patient reported ¿right side rupture" and "seroma" baker grade unknown. The device has been explanted.